Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
Device is not PMA approved.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare provider reported "implant rupture during ultrasound; capsular contracture baker grade ii." The device has been explanted and replaced with another manufacturers device.